Event description:
The customer reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mains cable from the circuit breaker to the monitor cart was reconnected. The system was tested and found to be working as intended and returned to service.